Event description:
Medtronic received information that during implant of an edwards valve, unscheduled resectioning and reconstruction of the ascending aorta was performed due to ulceration of plaque in the ascending aorta. Blood products were administered. No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).